Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances for which a red alert was triggered. As part of the device safety architecture, a code 1005 for open circuit condition at high voltage shock lead was observed after shock delivery. It took more than one shock to convert since alert. There was no noise on rv pace/sense or shock channel. And presenting electrogram (egm) the day of clinic attendance was clear of artifact. At this time the rv lead was surgically abandoned, and the rest of the system was upgraded. No additional adverse patient effects were reported.